Event description:
Boston scientific received information that the patient presented to the office feeling tired. Upon interrogation the left ventricular (lv) lead was found to exhibit increased threshold measurements and intermittent loss of capture. Boston scientific technical services (ts) was consulted and suggested obtaining an x-ray to determine the integrity of the lead. The field representative stated that capture was restored by reprogramming lv outputs and although there was concern over a possible dislodgement, no x-ray was obtained. It was noted that after the reprogramming, the patient feels much better. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.